Event description:
It was reported that a user experienced lack of dexcom g6 continuous glucose monitor (cgm) glucose readings after a new sensor was applied, consistent with signal loss, and the agent guided the user to toggle then re-enter the sensor and transmitter serial numbers, after which readings resumed. Symptoms included absence of cgm glucose values with no adverse clinical symptoms reported. Outcomes included temporary interruption of dosing decisions due to unavailable sensor data. User support included remote troubleshooting and user education. Investigation of this case revealed that the issue was resolved through re-entry of pairing code, indicating a communication or setup issue rather than a hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user setup or use error leading to temporary loss of signal.